Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant low inratio value. Inratio 1.1. Lab 2.36 time between testing immediate. Pt's therapeutic range unk.